Event description:
The clinical report indicates a cholecystectomy was performed due to cholelithiasis. Reporter indicates a cholecystectomy was performed due to cholelithiasis. Reporter indicated it was possible event was related to the device.